Manufacturer narrative:
The reported event for uncomfortable stimulation was confirmed. Microscopic inspection of the ipg revealed fluid intrusion had occurred in the ipg header. A clinician programmer (cp) system impedance test failed on all channels due to measuring 0 ohms, confirming the field observation. The fluid intrusion caused all electrodes in both ports to be shorted to the ipg can. After cleaning the header, the ipgs impedance values measured within the expected ranges and the ipg passed all testing. Fluid intrusion into the ipg header can cause a change in impedance values.

Event description:
It was reported that the patient experienced uncomfortable stimulation. Reprogramming has been unable to resolve the issue. Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue. Ipg was returned and further analysis of the ipg indicates that fluid intrusion had occurred in the ipg header. The fluid intrusion caused all electrodes in both ports to be shorted to the ipg can and cause a change in impedance values.